Event description:
A dilitation was done of the left subclavian artery and a stent was placed. During placement of a second stent distal of the first, the balloon ruptured during expansion. While pulling the balloon catheter out, both stents migrated into the aorta. Using a snare catheter, both stents were pulled down to the right femoral artery. The pt was then taken to the or for surgical removal of the stents.